Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 1000 mg/dl, diabetic ketoacidosis, and nausea; cause was not known. Customer drank water to address the issue and went to the emergency room with moderate ketones. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.